Event description:
Info received indicates high ground resistance due to loose lugs on the power cord plug.

Manufacturer narrative:
The tech tightened the lugs on the power cord plug to repair the bed.